Event description:
It was reported that high pacing impedance, noise leading to oversensing, and delivery of inappropriate high voltage therapy were observed on the right ventricular (rv). Noise could be reproduced with provocative testing and lead damage near the device header was the suspected cause of the event. The lead was deactivated. The lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.